Event description:
It was observed that during the device evaluation, the duodenovideoscope's forceps stand was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Is the reported risk/harm listed in the IFU? The event 2 is detectable and preventable by handling device in accordance with the following IFU. Tjf-q290v operation manual chapter 3 preparation and inspection:3-3 inspection of endoscope. Tjf-q290v operation manual chapter 4 operation:4-3 using endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.